Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device 1). The patient's attorney has made no allegations related to the bard/davol ventralex (device 2). Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007 the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1) and an unspecified bard/davol ventralex (device 2). As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device 1). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿